Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had fracture. In addition, the heart rate of the patient dropped to thirty beats per minute. The lead was surgically abandoned. No additional adverse patient effects were reported.